Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation and interviews with clinicians have been scheduled. Adverse events associated with bioprosthetic pericardial patches that have been reported in the literature have included flow obstruction and formation of clinically significant fibrous tissue.

Event description:
Tof repair with valve-sparing approach and cardiocel patch to infundibulum and main pa. 6 months later required redo sternotomy with resection of right ventricular outflow tract, muscle bundles an transannular patch. Significant fibrous tissue on the underside of the patch with extension superiorly just proximal to the pulmonary valve annnulus. Echo with increased gradient across subpulmonary region.

Event description:
Tof repair with valve-sparing approach and cardiocel patch to infundibulum and main pa. 6 months later required redo sternotomy with resection of right ventricular outflow tract, muscle bundles an transannular patch. Significant fibrous tissue on the underside of the patch with extension superiorly just proximal to the pulmonary valve annnulus. Echo with increased gradient across subpulmonary region.

Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation has been completed and interviews with clinicians have been performed. The events occurred in 7 patients out of 140 treated with cardiocel. A call with physicians occurred to discuss the procedure and their findings. It was noted the events happened in cases of pa repair. Batch record review determined that all products met acceptance criteria. There were no manufacturing changes during this time period to suggest a change on the product. While anteris continues to monitor, it appears at this time the event to be unlikely related to the product but rather associated with the complex intervention and challenges of vascular reconstruction in these young patients.